Event description:
Device was implanted successfully. Final angio showed a patient sma., renal arteries, and internal iliac. A few hours after the surgery the patient experienced paraplegia and developed large bowel ischemia. The patient was brought back to the or and a portion of the large bowel was removed. The patient is still paraplegic.